Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a carotid angiogram procedure. Reportedly, the plunger was depressed uneventfully; however, the physician was unable to retract it from the device body, it got stuck. The physician cycled the lever in an attempt to park the foot and remove the device but the foot would not retract into the sheath. The physician advanced the device a bit further into the vessel to reposition and re-attempt to park the foot; this time it was successful. The device was removed and manual arterial compression was used to achieve hemostasis. Once the proglide was removed, the physician attempted to retract the plunger and he was able to, there was no suture attached to the needles. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retract the plunger and foot was not confirmed. Analysis of the returned device revealed no abnormal observations which could have contributed to the reported failure to retract the plunger after deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.